Event description:
It was reported that st elevation and no flow occurred. The target lesion was located in the proximal left proximal circumflex artery (lcx). An opticross imaging catheter was advance for intravascular ultrasound (ivus) examination of the target lesion. When the device was unable to cross the lesion, the physician applied a vibration on the catheter and attempted to cross again. A lost image occurred however, and after ten to twenty minutes, the patient experienced st elevation and no flow from the proximal to distal lcx. A small flap was observed afterward by ivus and the procedure was finally completed by bailout stenting.